Event description:
Caller reported a malfunction on the pump, displaying a malfunction code. There was no known impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur, allowing continued use of the pump.